Event description:
It was reported a patient was implanted the week prior to report and subsequently developed pneumonia and a skin rash. The event was not a result of the deep brain stimulator (dbs) surgery but an event that occurred due to a compromised patient during their post-operative period. The patient had post-operative atelectasis and pneumonia, respiratory failure, intubation, and a left chest surgical wound infection. They had received IV antibiotics, ventilator support and debridement of left chest surgical wound. The patient status was unknown at the time of report. Additional information received reported the patient had passed away. The implantable neurostimulator (ins) was removed but not replaced. The dbs had improved the patient¿s status and provided comfort to the patient. The cause of the death was unknown.

Event description:
Additional information received reported, the cause of death was an infection secondary to pneumonia. The infection had been due to a sterilizing machine in the operating room of the hospital that had not been working properly. The infection was not due to the implant itself.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient died secondary to comorbid conditions and post-operative complications. Comorbid conditions included batten¿s disease, dystonia and seizure disorder. Post-operative complications included fever, respiratory distress and hypoxia. The patient had a history of juvenile ceroid lipofuscinosis, batten¿s disease, generalized epilepsy, and severe dystonia. Physical exam revealed the patient had constant dystonic movements in upper extremities bilaterally and lower extremities were hypotonic. The patient had nonstop continuous writhing movements of their toes and feet with their tongue sticking out, blinking and shaking. The patient was implanted for compassionate alleviation of hemi ballistic movement. The patient underwent surgery for stimulator placement on (B)(6) 2014. The patient had excellent placement with confirmed placement of deep brain stimulation of the gpi bilaterally with approximately 1 mm below target. The patient received vancomycin following the procedure. The stimulator was placed in the left lateral chest and there were no signs of immediate improvement. During induction the patient was noted to have copious secretions and desaturations. The patient was extubated and required nasal CPAP in order to maintain proper oxygenation. Given the severity of the symptoms the patient stimulation was increased to see if they could get additional benefits. The left side was increased to 6 volts. There was clearly a decrease in the frequency and intensity of hemi ballistic movement that was rapidly noticeable between voltages 4 and 6. The patient became increasingly agitated when they increased stimulation up to 7.5 volts. The stimulator was put back at 6 volts. The patient was receiving immediate benefit from the stimulation on the right. However when the patient¿s arm was not restrained they would continue to beat their chest and face continuously with nonstop rhythmic movement of their left side. The right side voltage was at 4 then brought up to 8 volts with prominent increased agitation. There was no decrease in the frequency and intensity of movement on their side of their body. The patient appeared to tolerate 4 volts well so it was decreased back to 4 volts. They were going to increase stimulation 1 week post-operative. The patient did well until (B)(6) 2014 when they needed increased oxygen. Increased secretions were cultured and returned positive for pseudomonas organism. In the interim the patient developed evidence of atelectasis and pneumonia, because the procedure was performed for palliative purposes and the frequency and severity of the movements, the patient was admitted to the pediatric intensive care unit. It was clarified that this was only a palliative procedure and that the patient¿s hemi ballistic movements would increase in intensity and frequency as the disease advanced and would ultimately be fatal. It was noted the patient was extremely high risk for infection going into the procedure. The patient appeared to have an underlying pneumonia prior to implantation. The patient had had increased difficulty handling secretions. They had also increased their baseline oxygen from 0.5 liters to 1 liter. Due to that they proceeded for palliative purposes. The patient tolerated the procedure well and there was no continued difficulty from the stimulators. The stimulation was sustained for 4 to 5 days. After this the patient¿s movements became erratic and difficult to control. This was noted to be expected. A post-operative CT scan was done. Adjustments were made and it was noted the patient had significant improvement with their hemi ballistic movements. Over the next weekend the movements again became very erratic. That sunday the patient had a fever over 104 f and was on ibuprofen and tylenol. The patient had been seen by infectious disease the prior day. The patient¿s pocket appeared to be hot and swollen. Later the patient experienced respiratory failure and was placed on ventilator support. Antibiotics were administered and surgery was done for debridement of left chest wound infection. The decision to do a pocket clean versus removal was based on the fact this was a palliative case. It had been discussed prior to implant if it were to become infected given the patient¿s limited life expectancy they would treat with antibiotics. After the pocket clean the site was significantly less erythematous than it previously was. The patient¿s lungs seemed to have decreased aeration on the right side. When the patient is awake they have non-stop choreoathetoid and hemi ballistic movements bilaterally including tongue thrusting and eye thrusting. The patient¿s temperature was at 37.7 c but had spiked to 40.2 c. Blood pressure was 81/42 with pulse oximetry 98% intubated. End tidal co2 was 30. The last white count was at 12.92 with absolute monocytes of 1.34. The sodium was 143. C reactive protein was slightly elevated at 2 which was down from 2.5. The urine analysis was within normal limits. The pocket had presumptive pseudomonas post 10 days of gentamicin. They re-administered meningitic doses of cefepime and vancomycin. On (B)(6) the patient was taken to the operating room and was found to have a hematoma at their device site with flecks of purulent material and the tissue surrounding the device had evidence of infection. The leads and generator were kept in place. There was no concern of infection near the skull cap of the device. Culture was taken from the scalp site and was negative. Cultures from the pocket site were growing pseudomonas and coliforms. The patient remained on vancomycin and cefepime. The patient returned to the picu and was intubated. The patient continued to be intubated and their fever continued. The patient¿s pulmonary compliance slightly improved and the chest x-ray was clearing. The patient was still having erratic choreiform movements. Adjustments were made again and demonstrated the patient was receiving some therapeutic benefit. The fluctuations in efficacy could be secondary to advancing disease or it could be secondary to their superimposing infection. MRI showed no brain infection. Respiratory failure, wound culture growing pseudomonas and coliform, possible aspiration pneumonia, feeding intolerance, and history of chronic lung disease were all present. Antibiotics were discontinued and comfort measures only were put in place. Intravenous fluids were discontinued due to concerns regarding increased respiratory secretions. Multiple episodes of oxygen desaturation resolved with suction. There were also multiple episodes of bradycardia. Additional information indicated the event was reported in two separate reports. Additional information was previously reported in manufacturer report #3007566237-2014-02786. Going forward all information will be submitted under manufacturer report #3004209178-2014-16798.

Manufacturer narrative:
Date of death has been updated due to new information. Date of death was noted as 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product ID 3387s-40 lot# va0kq70; product type lead product ID 3708640, serial# (B)(4); product type extension product ID 3387s-40, lot# va0kq70; product type lead product ID 3708640, serial# (B)(4); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0kq70, product type: lead. Product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension.